Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective therapy. X-rays confirmed the patient's right l1 lead migrated. Surgical intervention may be pending to address this issue.